Event description:
The facility reported an infusion pump that "fails the functional flow test and reads low". It was not specified if this occurred while infusing on a pt. However, the facility rep stated that no pt incident was reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.